Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) /2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was no damage to the battery cap or battery compartment, there were no ¿replace battery¿ alarms, and the pump powered on appropriately with insertion of a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: a review of the black box did not find any evidence of rebooting. There was no physical damage observed to the battery cap or battery compartment. The battery cap contacts were found to be within required specifications. The returned battery cap was able to fully tighten with no yellow o-ring showing. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.